Manufacturer narrative:
Initial.

Event description:
It was reported that the user replaced a freestyle libre 3 plus sensor and received no glucose readings on the ilet, leading to a dosing stopped alert; the sensor was determined to be paired with the abbott app preventing pairing with the ilet; the abbott app was deleted and a new sensor was successfully paired only with the ilet, consistent with a sensor in use by another device and an incorrect setup procedure. The user experienced a blood glucose peak of 363 mg/dl with no associated clinical symptoms reported. Outcomes included no lasting health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem due to simultaneous connection attempts with multiple applications and an improper setup procedure, with no applicable device sub-assembly implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error and incorrect setup steps.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.